Event description:
During use the device was not ratcheting properly. It was able to perform up and down motion and was able to advance. No harm/injury. No sutures were needed. No delay. Another device was not used to complete procedure. Upon evaluation of device, it was noted that the comb was damaged. Diligence is complete.

Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial final report. G2: foreign - event occurred in canada. E1: telephone- + (B)(6). Complaint can be confirmed through the returned product analysis. Review of the most recent repair record identified the following related repair: the unit was not ratcheting properly due to damaged comb. The comb, comb spring, guide, washers and screw were replaced. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.